Event description:
It was reported that this artificial urinary sphincter (aus) was replaced as it no longer functioned as expected. All components were explanted, and a new aus system was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) device underwent a thorough analysis. Visual analysis did not identify any visual damage of the returned device (balloon, cuff, and pump). A functional test was performed, and the balloon failed with a pressure readout 97.7cmh20. The balloon pressure specification was 61-70cmh2o. Therefore, based on this investigation, the conclusion code of cause traced to component failure was chosen.

Event description:
It was reported that this artificial urinary sphincter (aus) was replaced as it no longer functioned as expected. All components were explanted, and a new aus system was implanted. No patient complications were reported.